Event description:
Mcghan style 68 breast implant. Since 2014 hashimoto's thyroiditis requiring medications and biopsies. Graves disease, joint pain, brain fog, muscle weakness, hair loss, bowel irritability. FDA safety report ID# (B)(4).